Event description:
N/a.

Manufacturer narrative:
Customer reported that issue was found during pm. The fse replaced the compressor and drive assembly. Related to the issue, the fse also found a cracked connector from compressor assembly to tubing for vacuum. Pm was performed. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during a pm by the customer, the cs300 intra-aortic balloon pump (iabp) had autofill failure. The unit alarmed for the reported malfunction. There was no patient involvement, and no adverse event reported.